Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the was unable to issue medication as the stock was not reflected in the system. A technical support specialist (tss) remotely dialed into the system and opened the drawer. Tss found that the medication was not inserted correctly and was loose inside the drawer. The tss reinserted the medication properly to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.3 other occupation: pharmacy solutions analyst, dispensing technology.

Event description:
It was reported by the customer that when using bd pyxis¿ medbank tower user was unable to issue medication as the stock was not reflected in the system. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.